Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump resets every 24 hours on the dot and once reset it takes 30-40 minutes of constantly removing and reinserting the battery for it to resume functioning. No harm requiring medical intervention was reported. The device will not be returned for analysis.